Manufacturer narrative:
Failure analysis for (B)(6): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from the metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion on the metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 68,925 joules 15:13 minutes while using the surgical fiber during a prostate procedure, the fiber was observed to not be working correctly; this fiber was not cleaned during the procedure. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "no patient injury" reported.